Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 1627487-2018-04989, 1627487-2018-04990. It was reported that the patient was not receiving adequate relief from the system. In turn, surgical intervention was undertaken wherein the entire system was explanted.